Event description:
A barostim system was implanted on (B)(6) 2025. The ipg and csl were implanted on the right side of the patient's body. The patient experienced numbness on the right side of their cheek and neck and voice changes since implant. A follow-up was planned for (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Manufacturer narrative:
Updated fields: cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The ipg and csl were implanted on the right side of the patient's body. The patient experienced numbness on the right side of their cheek and neck and voice changes since implant. A follow-up occurred on (B)(6) 2025. The patient reported they had been feeling better but does still have some numbness in the neck and chin area near the incision. They have not yet followed up with their surgeon. On (B)(6) 2025, the patient reported tightness in their neck and difficulty chewing food. As of (B)(6) 2025, the numbness was marginally improved, however, the patient states they feel a little better. No additional intervention plans were reported.

Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The ipg and csl were implanted on the right side of the patient's body. The patient experienced numbness on the right side of their cheek and neck and voice changes since implant. A follow-up occurred on (B)(6) 2025. The patient reported they had been feeling better but does still have some numbness in the neck and chin area near the incision. They have not yet followed up with their surgeon. On (B)(6) 2025, the patient reported tightness in their neck and difficulty chewing food. A follow-up was planned for (B)(6) 2025.